Event description:
A malfunction alarm with code malf 16 was reported for a pump that was still under warranty, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was instructed to use manual daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. Technical support confirmed the shipping address and arranged for a replacement pump to be sent, while the customer agreed to return the problematic pump with a prepaid label within 10 days after placing it in storage mode.